Event description:
Customer reports suspension arm fell apart, and was caught by technician. No injuries.

Manufacturer narrative:
Flarsheim field service report: service manager reports that arm was old style support arm and was replaced by l f technician. He also states the problem was related to loose set screws and was attributed to abuse and lack of maintenance.